Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The channel issue was determined to be cause by an f-38 alarm. This alarm is related to the reported condition. The cause of the f-38 alarm was determined to be damaged force sensing resistors. The device was removed from service. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump had a channel issue. There was no patient involvement. No additional information is available.